Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced right ankle incision erythema and hematoma post implantation cephalexin was provided, along with debridement. Attempts have been made and no further information has been provided.